Manufacturer narrative:
(B)(4).

Event description:
Territory business manager (tbm) contacted dexcom technical support on (B)(6) 2015 on clinic's behalf and claimed that on (B)(6) 2015 the clinic's receiver experienced a firmware error. The tbm did not report any injury or medical intervention.